Event description:
On (B)(6) 2010, the pt underwent treatment of an abdominal aortic aneurysm with two gore exclude aaa endoprostheses. On (B)(6) 2013, a follow-up cta identified an unspecified endoleak. On (B)(6) 2013, an angiogram identified a possible type ii endoleak originating from a small vessel, possibly a lumbar artery, just distal to the right renal artery. Aneurysm enlargement from a pre-implantation diameter of 5 cm to a current diameter of 6.1 cm was also noted on imaging. An intervention has not been performed to treat the endoleak and aneurysm enlargement.

Manufacturer narrative:
Results: the review of the manufacturing paperwork verified that the lots met all pre-release specifications. (B)(4).